Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and fluctuating thresholds and that the high outputs on the rv lead prematurely depleted the battery on the implantable pulse generator (ipg). Both the rv lead and ipg remain in use. No patient complications have been reported as a result of this event.